Event description:
It was reported that a spectrum infusion pump turned off without input upon device power up in the medicine 2 department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "turn off without input" was reproduced when the unit was tested on battery mode. A review of the event history log revealed "improper shutdown!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the damaged wireless battery. The wireless battery module required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.